Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user returned the ilet after experiencing recurrent low blood glucose while using the device, requiring frequent carbohydrate intake to correct lows; the user discontinued the ilet and resumed prior therapy. Symptoms included feeling sweaty and sick during hypoglycemic episodes, with at least one reading indicated as ¿low¿ and low glucose lasting about one hour, and the device provided low and urgent low alerts. Outcomes included self-treatment with oral glucose without medical intervention or assistance. Investigation included review of user feedback and clinical context provided by field staff. Investigation of this case revealed no confirmed device malfunction and suggested that hypoglycemia occurred during therapy use with alerts functioning, with contributing factors possibly related to user tolerance to lower glucose targets and adaptation from previously higher glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was unclear.